Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Iritis and elevated iop are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Iritis and elevated iop are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# (B)(4).

Event description:
It was reported that following a cataract plus trabecular micro bypass stent system, the patient presented with iritis postoperatively. Per report, the stent appeared in good position postoperatively. Through follow-up, the surgeon conferred with glaukos medical monitor who reported that the patient presented with low grade uveitis associated with occasional iop spikes over the last six (6) weeks. Reportedly, the patient has had a uveitis workup which was negative, and the stent appeared not be touching the iris. Treatment options were discussed based on the patient condition over the next few weeks. Additional information has been requested.